Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2012; 1st inr: 1.7; 2nd inr: 3.2. Five minutes between first and second tests. After eating and drinking, 3rd retest yielded 3.1 inr. Pt self tester is having an epidural next tuesday and is quitting coumadin therapy tonight and starting heparin to get his inr down to 1.0. No medical history or health condition info was provided. Technical support is sending new strips for further testing.

Manufacturer narrative:
Investigation pending.